Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was noted that the lead had fractured. The lead was capped and the implantable pulse generator (ipg) system was replaced by an leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was noted that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.